Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. Based on the limited information provided at this time, no conclusions can be made. Infection and recurrence are known inherent risks of surgery and are listed in the adverse reaction section of the instructions-for-use as possible complications. Additionally, regarding infection the warning section states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection, however, may require removal of the prosthesis." No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2014: the patient underwent surgery for repair of an incisional hernia. A bard/davol ventralex hernia patch mesh was implanted to repair the hernia defect. On (B)(6) 2015: the patient underwent an additional surgery to remove the infected mesh and recurrence repair. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex hernia patch.

Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. Based on the limited information provided at this time, no conclusions can be made. Infection and recurrence are known inherent risks of surgery and are listed in the adverse reaction section of the instructions-for-use as possible complications. Additionally, regarding infection the warning section states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection, however, may require removal of the prosthesis." No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. . Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 6 months post implant of ventralex mesh, patient was diagnosed with infections, hernia recurrence, adhesions thereby underwent repair with mesh removal. The instructions-for-use supplied with the device list adhesions as a possible complication. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2014: the patient underwent surgery for repair of an incisional hernia. A bard/davol ventralex hernia patch mesh was implanted to repair the hernia defect. (B)(6) 2015: the patient underwent an additional surgery to remove the infected mesh and recurrence repair. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex hernia patch. Addendum per additional information provided: (B)(6) 2014 - patient was diagnosed with recurrent ventral incisional hernia thereby underwent open repair with the implant of ventralex mesh. Per operative notes, ¿the hernia sac was circumferentially dissected out. A medium sized ventralex mesh (device #1) was placed in a sublay position with sutures.¿ (B)(6) 2015 - patient was diagnosed with infected mesh, ventral incisional hernia thereby underwent open repair with the removal of old mesh (device #1). Per operative notes, ¿there were omental adhesions that were carefully taken down. Then, explanted the infected mesh (device #1) and excised the ventral incisional hernia defect. A xenmatrix mesh (device #2) was cut into two pieces and one piece was placed in an underlay fashion with sutures, then placed another piece in an overlay fashion. A piece of biological mesh was placed in an underlay fashion with sutures.¿ attorney alleges that the patient had adhesions, pain, hernia recurrence, seroma, removal surgery and emotional injuries.